Manufacturer narrative:
Findings: passed displacement test, rewind test, basic occlusion test, prime/a33test, occlusion test and excessive no delivery test. Broken reservoir tube lip noted. Minor scratches on lcd window, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the reservoir compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.